Event description:
During percutaneous coronary intervention (pci), when the second stent was implanted, no flow of left anterior descending appeared. The patient was treated.

Manufacturer narrative:
This patient presented to the cardiac catherization unit and the primary indication for treatment was an acute anterior will myocardial infarction, killip class I. Pre-procedure cardiac enzymes were ck, ck-mb and troponin greater than or equal to five times above the upper normal limits. Pre-procedure medications included aspirin and statins. Intra-procedure medications included clopidogrel and unfractionated heparin. Pci was performed on a 95% de novo lesion in the left main (lm) of 40mm in length in a 3.5mm diameter vessel. The (type c) eccentric lesion had an irregular contour, ostial and moderate calcification. Pre-dilation was conducted with a 2.5x15mm balloon at 10 atmospheres (atm) before deploying two overlapping stents. First deployed was a 2.75x23mm cypher select stent at 18 atm and then a 3.5x23mm cypher select stent at 18 atm. When the second stent was deployed, there was no flow in the left anterior descending artery (lad). After treatment of tng and verapamin, the thrombin inhibition in myocardial infarction (timi) flow recovered. Post-procedure troponin cardiac enzymes were two times above the upper normal limits. The patient was discharged six days later. Post-procedure medications included aspirin, clopidogrel, statins and ace inhibitors. Please note that this product lot no. 13183049) is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. A report was received that a cypher sds was associated with a slow-flow event during implantation. The event involved a male patient with a history of hyperlipidemia, hypertension, smoking, diabetes and cerebrovascular disease. The patient was admitted to hospital with an anterior wall nstemi (within 72 hours) and underwent an angiogram that revealed an lvef of more than 50% and two-vessel disease. Of note, the patient's pre-procedural cardiac enzymes were five times or more above the normal limits. This patient's history and presentation with an ami put him at increased risk for mace. Pre-procedural medications included asa; white intra procedural medications included asa, plavix and unfractionated heparin. The patient did not receive a gpiibiiia during the procedure and the performance or recording of act's was not reported. The lm lesion was described as unprotected native vessel, type c, 95% occluded, 3.5mm in diameter, 400mm in length, ostial, irregular, eccentric, moderately calcified and without thrombus. The safety and effectiveness of the cypher stent has not been established in these kinds of vessels and/or lesions. The lm lesion was pre-dilated prior to the placement of a 2.75x23mm cypher stent at a maximum inflation pressure of 18atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. This was followed by the placement of a 3.5 x 23 mm cypher stent at a maximum inflation pressure of 18 atm. With the placement of this second stent, a slow-flow event occurred in the lad. This appears to have been successfully treated with post-dilation, nitrates and a calcium channel blocker. The patient was discharged from the cath lab on medications that included asa, plavix and unfractioned heparin. Of note, the patient's troponin levels decreased to twice the normal limits after this procedure. The patient was discharged from the hospital six days after the index procedure on medications that included asa and plavix. The products remain implanted in the patient and are thus not available for evaluation. A DHR ot the lot number of the 3.50 23 mm cypher stent implicated in this event revealed that the products met requirements for product acceptance. Based on the information provided, there are patient, vessel and procedural factors that may have contributed to this event.